Event description:
The pt was injected in the top lip and oral commissures. The pt allegedly developed a burning-type of pain in the border of her top lip plus afterwards, in the corners of her mouth and the bottom lip and redness in the area. The pt was treated with a methylprednisone by her primary doctor, and not the injecting doctor.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot. This MDR is deemed closed.